Manufacturer narrative:
Complaint (B)(4). Dates of the events could not be obtained from the customer. Samples were only recently received and the evaluation is still in progress. As soon as the investigation of the event is completed, a supplemental rport will be filed.

Event description:
Customer states tubes are not performing as they should and are underfilling. This lot number is not filling adequately. They have several trays of the light blue top sodium citrate tubes for phlebotomy for coagulation. 100% of the tubes in this lot are experiencing this issue. The devices being used when this is occurring is a hub [holder] with attached bd collection vacutainer needle. When a safety blood collection set is used, a discard tube is drawn before the coagulation tube. Phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled. They have had multiple complaints from onsite and offsite and each complaint states the same lot number of greiner tubes. Multiple complaint from multiple phlebotomists across multiple sites. They expire 6/11/22 so they are not outdated. The issue and information was communicated to the customer on (B)(6). They did not take pictures - no photos available.

Manufacturer narrative:
Received 50pcs 454334/b2106369 for evaluation. No customer pictures were received. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated. H3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.